Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient fell and lost effective therapy due to migration of the s1 lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2024; during this procedure, the l5 lead also migrated and was replaced (related manufacturer reference number: 1627487-2024-09980).

Manufacturer narrative:
Date of event is estimated.